Event description:
Facility reported that 1 hour and 20 minutes a "kink" was noticed in the bloodline (4th use) near where the line goes into the dialyzer. The treatment was stopped. Blood not returned to the pt. A dry pack dialyzer with a new bloodline was hung and the treatment resumed and continued for 1 hour and 30 minutes more. The treatment was tolerated well. Estimated blood loss was 250cc. Benadryl 12.5mg and a heparin bolus of 2000 units was given. The sample is available for examination.